Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they ran impedances and 12 was yellow while 13 was over 40000ohms. The representative tried to program on one of those contacts with other pairs and saw out of range. Troubleshooting reviewed this was to be expected. The representative was going to analyze further the next time they met with the patient. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no further information had been obtained. The rep reported that they were hoping to see the patient for a follow up appointment in the next few weeks. No further complications were reported.